Event description:
During a right ventricular endomyocardial biopsy, the scimed bioptome cable separated from its housing and became permanently open within the right atrium. Attempts to withdraw the open forceps through the sheath failed. A hemostat was used to manually pull on the cable that resulted in the forceps closing, allowing withdrawal of the faulty bioptome.